Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had withdrawal. Patient was not able to walk properly when he was able to run previously. Patient also had shaking and pain throughout the body. Symptoms occurred following a refill session where the concentration went from 500 to 2000 mcg/ml. Patient was previously getting 0.375 ml/day now getting only 0.09 ml/day. The hcp wanted to perform a remove system contents procedure and then deliver a 50 mcg bolus of 500 mcg/ml drug with the final prime of the procedure. Additional information has been requested, but was not available as of the date of this report.